Event description:
The customer reported the image blurs after fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the scan converter board. (B)(4).